Event description:
Respiratory therapist observed that the heater probe on the patient's ventilator was not holding a tight seal resulting in a major leak. The respiratory therapy promptly took appropriate intervention and there was no harm to the patient. No further action was necessary. Action plan: respiratory therapy met with company representatives regarding this and other similar events that have occurred with this product. We are discontinuing use of this product and converting back to our previous used circuit vent product. Manufacturer response for circuit adult dual heater w chamber, circuit adult dual heater with chamber (per site reporter): recommendation that we double-check our connections when we do our vent checks.